Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging that the subject meter (onetouch verioiq) read inaccurately high compared to a lab device. The reporter claimed obtaining blood glucose readings of 289mg/dl with the subject meter and 135mg/dl on the lab device, performed within 30 minutes of each other. There was intervention (food or medication) between the tests. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.